Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's keypad was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's alarm indicator/audio pause button was defective. There was no harm or injury reported.